Event description:
Clinic received a phone call from dad notifying them that she died on (B)(6) 2012, at the age of (B)(6). No further info given. At the age of (B)(6), this young lady had bilateral implantation of medtronic 7426 neurostimulators in the chest. Date of operation (B)(6) 2008. Pulse generators were replaced on (B)(6) 2011 due to battery life. Once both generators were implanted, they were reprogrammed back to her previous settings. Pt had advanced care directive and this event was not unexpected due to her severe disability. Unrelated to dbs per (B)(6). No other info available at this time.